Manufacturer narrative:
It was confirmed that the customer ordered the parts and were able to repair the unit. The customer evaluated.

Event description:
It was reported via repair work order that the brakes had malfunctioned due to broken brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes had malfunctioned due to broken brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.